Event description:
Related to 707501. The hospital reported that during a coronary artery bypass procedure, the hst iii system (4.3mm) failed to load into the deployment device. No delamination/cracking of the seal was noted. An additional device was opened and worked without incident. There was a procedural delay. There was no adverse event to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/27/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring was observed partially inside the loading device. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches ((B)(6)). The length of the delivery tube was measured at 2.49 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000263648 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.